Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device found evidence of wear and oxidation. Markings on the components suggest malignment of the femoral and tibial components may have led to edge loading on the bearing and consequently, increased stress. The edge loading may have accelerated the bearing oxidation, surface damage, and wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. All components were removed and replaced with competitor products.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.